Event description:
It has been reported that the system perform fluoro but acquisition was not possible . No harm to the patient has been reported to philips. We are conservatively reporting this event at this point of time . A follow up report will sent if any further information is available. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer confirmed that a malfunction where fluro was able to perform but there was no acquisition. However, the service quote provided by philips was not accepted by the customer and therefore no further action could be performed by philips. The codes were updated based on the investigation outcome.